Event description:
It was reported that the user programmed the pca module with incorrect drug concentration. The event occurred on 13 september 2023 between 1730 and 2055. Hydromorphone syringe's total dose/volume (concentration) was 110mg/55ml (2mg/ml) and the ordered infusion rate was 1.75ml/hr. With volume to be infused 55ml. However, the medication reportedly was infused at 17.5ml/hr. Instead. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Manufacturer narrative:
Correction : annex b : b21 annex c : c21 annex d : d16 additional information : device eval by manufacturer?, remedial action required, remedial action # and manufacturer narrative. Annex a : a23, a1801, a0401 annex g : g0200802, g02017, g04037 annex b : b01, b14 annex c : c23, c0601, c07, c06 annex d : d11, d15, d01 a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the user programmed the pca module with incorrect drug concentration. The event occurred on (B)(6) 2023 between 1730 and 2055. Hydromorphone syringe's total dose/volume (concentration) was 110mg/55ml (2mg/ml) and the ordered infusion rate was 1.75ml/hr. With volume to be infused 55ml. However, the medication reportedly was infused at 17.5ml/hr. Instead. There was patient involvement but no harm.